Event description:
On or about (B)(6) 2014, a conair moist/dry heating pad, model no (B)(4), was purchased for (B)(6) to use to help relieve pain around her neck. That same day, (B)(6) went home to use the heating pad. After reading the instructions and properly assembling the heating pad, (B)(6) began to use the heating pad pursuant to the instructions accompanying the product. She plugged the heating pad's electrical cord into a standard electrical outlet, pressed the "on" switch button for the heat to turn on, and wrapped the heating pad around the back of her neck, shoulders, upper back and upper chest, to help relieve pain in that area. This was the first time (B)(6) used the subject heating pad. After she was properly using the heating pad for about fifteen (15) minutes, the heating pad suddenly reached an unreasonably high temperature and caused second degree burns and blisters on (B)(6) neck, shoulder, upper back and upper chest area where the heating pad was located, and sustained permanent scaring and disfigurement. (B)(6) was treated at the (B)(6) medical center in (B)(6) and underwent subsequent surgery at (B)(6) medical center's burn center on (B)(6) 2014, wherein a debridement of tissue and skin graft on her right neck, right shoulder and chest (4% of her body) sustained second degree burns from the heating pad.